Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected and rough white part was found on the tip with no wires exposed. During the second visual inspection, the t bar was found exposed. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined. However, an internal investigation was created to investigate this issue. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and an inadequate deflection issue occurred. The catheter could not deflect to the specification. Catheter replacement resolved the issue. No adverse patient consequences were reported. The deflection issue is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi failure analysis lab (fal) received the device for evaluation on 8/22/2018 and fal findings dated 08/22/2018: rough white part exposed 2.3cm from distal top. Since catheter integrity was maintained, and no internal catheter components were exposed to the patient, this is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This complaint is now MDR reportable. The fal findings dated 9/27/2018: the t-bar was exposed in the tip area. The exposed t-bar issue has been assessed as reportable. The awareness date was reset to 9/27/2018.